Manufacturer narrative:
Complete event site name - (B)(4). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that the seal of the outer box of the catheter packaging is difficult to open. There was no reported injury to the patient.